Event description:
The customer reported a leak of a couple of mls of blood / diluent mixture from the probe wipe when cycled in the manual (open vial) mode during the backwash part of the cycle. The customer also reported h and h check fails on sample runs in the auto mode. The fluid contained within the coulter lh 500 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. Erroneous results were not reported outside the laboratory.

Manufacturer narrative:
The field service engineer (fse) replaced blood sampling valve module (bsv) to repair the instrument (and resolve the leak, the h&h check fails, and results issue). (B)(4).